Manufacturer narrative:
Product review / investigation could not be performed since product was not returned. Device history record review found no related nonconformances and the documentation shows no evidence of abnormalities. Root cause is patient non-compliance to surgeons post operative instructions. If additional information is obtained which changes the outcome of the investigation, a follow up report will be filed.

Event description:
On an unknown date a patient was implanted with an incore lapidus 5.9mm left post, a 3.5 x 5mm screw and a 3.5 x 38mm screw. Two weeks post-op the patient was complaining of pain. Surgeon took a x-ray and determined both screws were broken. Patient admitted to full weight bearing on foot. Revision surgery was done on (B)(6) 2020 by the same surgeon. Pieces of the broken screws were extracted, however the post with the bits of screws remain implanted. Surgeon revised patient using a stratum medial fusion plate. Revision surgery was successful. No patient complications were reported.